Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, scrapped, and has a object code which is prfd preventative foam replaced. During the evaluation, foam particles were visible. In addition, the device displayed an error code e- 65 (err_stuck_encoder_a), and has cosmetic issue description of burnt power connector.